Event description:
The consumer reported she was laying on the heating pad with a towel when the pad overheated causing second degree burns to her back side. The instructions for proper use state not to lay or lean against the heating pad.